Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and had a blank display anomaly. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. The customer stated that the insulin pump would not turn on and had several motor error alarms prior. Customer reported that the display did not return even after the battery has been changed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump power up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime and compromised force sensor test, excessive no delivery test and displacement test due to completely broken reservoir tube lip. Motor passed motor test.